Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The eye is quiet, open angles and patient is happy with outcome. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -07.50/+1.0/071 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The reporter indicated the surgeon plans to explant and exchange the lens for a shorter lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.